Event description:
The customer reported a defective kit. The customer was performing an autologous transplant and noted that the tubing connections were done in such a way that the blood mononuclear cells (mncs) were returned to the person instead of being collected (the circuit was reversed: the collecting line was reversed with the plasma). The procedure was stopped; restitution of external blood volume to the donor. The customer installed a new kit from the same lot. The procedure was restarted and was completed without any further incident. There was no long-term consequence for the patient. The amount of mncs collected was sufficient (2nd collection the next day). Terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable kit was returned for investigation. A visual inspection revealed that the collect line and plasma line were switched at the four way connector. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the cause of the switched line defect was related to a misassembly, where the assembler inadvertently neglected to follow the appropriate manufacturing operating procedure of the disposable set during manufacturing. A review of the lot for similar reports was carried out, none have been reported.